Manufacturer narrative:
Steris has made multiple attempts to contact the user facility to obtain information regarding the reported event however, the user facility will not respond. A follow up report will be submitted should additional information becomes available.

Event description:
The user facility reported that their steam integrating indicator is leaving a powder coating on their instruments after sterilization. No report of injury. No procedural delays or cancellations were reported.